Event description:
The customer reported the nozzle of the gastrointestinal videoscope was clogged. The issue was found when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with a white colored material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the evaluation found the bending section cover adhesive was deteriorated and separated, the scope cover was dented, the coating was peeled off under the connecting tube structure, the distal end insulation resistance was out of specification, the scope cover was defective, angulation was out of specification, and air/water supply did not meet the expected value due to clogging of the nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that since the scope was returned to olympus without being reprocessed at the facility, foreign matter remained in the air and water nozzles. The event can be detected/prevented by following the instructions for use which state: "thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.